Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional info becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that, "the surgeon suspected stem loosening because of pt's complaint of pain and x-ray results. When the surgeon revised, he discovered the stem was not loose but did appear to have subsided and therefore, required a standard head so the insert and head were revised."